Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported by the contact that the customer received multiple altitude alarms and insulin delivery stopped. There was no reported impact to the customer's blood glucose level.